Event description:
Boston scientific received information that a post-operative x-ray revealed this right ventricular (rv) lead had dislodged. A decision was made to replace this lead. This lead was removed, replaced and returned for analysis. Post procedure, defibrillation threshold testing was successful. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the helix was intact with no signs of damage. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead will be analyzed. When additional information becomes available this investigation will be updated.